Manufacturer narrative:
This failure could not be verified due to no product being returned for evaluation. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be reevaluated at that time. Add'l info requested necessary in determining reportability. Requested: 01/03/2011. Received: 01/17/2012.

Event description:
Catheter broke after three days insertion, with no certain reasons.